Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by incorrect item ID on patient profile. The technical support specialist explained that the only option they would have would either to create a new profile or modify the existing order to match the item ID. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was not showing medication on patient's profile. The customer reported that there a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.